Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the haptic was noted to be semi amputated. An incision had been made and there was contact between the product. And the patient a secondary procedure was necessary and completed nine days later. There was no patient harm and the patient was not hospitalized. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is bent in the gusset area and broken in the distal area. The broken portion was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in specified cartridges. The report was for a 'semi amputated haptic'. Broken haptic damage was observed. This haptic most likely became completely broken during handling for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturers release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).